Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602833 implantable port allegedly experienced a leak and material puncture/hole. This information was received from one source. This malfunction did not involve a patient.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was returned. The investigation reported issue was identified for the catheter damage. The definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602833 implantable port allegedly experienced a leak and material puncture/hole. This information was received from one source. This malfunction did not involve a patient.